Manufacturer narrative:
This report is submitted on 19 november 2019.

Event description:
It was reported that the patient experienced pain and infection at abutment site which was treated with oral antibiotics. Subsequently the patient was placed under general anaesthetic and underwent skin revision surgery to remove the abutment (date not reported).